Manufacturer narrative:
Very limited information is available regarding this event. It is not possible to conduct an investigation without information on the reporting site or the specific device or device model in question. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
Fujifilm received information regarding this event that was reported via FDA's medwatch program (report mw5077223). No additional information or reports have been received to date regarding this matter. It was reported that when the physician began withdrawing the fujinon dbe scope, the fujinon cart registered that the balloons on the overtube (ts13140, lot 1709b2, exp 8/31/2019) and on the scope were deflated. As they were withdrawing, they noticed some resistance, so the md and the endoscopy technician confirmed that the balloons were deflated. Upon withdrawing the scope, they found that the balloon on the overtube was still inflated. This caused significant irritation and some esophageal bleeding upon withdrawal.